Manufacturer narrative:
Since the original report was filed, the investigation has concluded. The root cause of the access site bleeding was use related. The medical team in japan had relayed that the blood vessel was likely injured during the skin incision. The failure mode will be monitored and trended.

Manufacturer narrative:
The medical center in (B)(6) discarded the impella pump product. No analysis is possible. Should more details be shared that leads to a root cause, a final report will be filed.

Event description:
The medical team in (B)(6) placed an impella 5.0 via an axillary graft to supplement the support being provided by the ECMO. The access site for the impella had a hematoma develop. The team had to infuse blood products to treat the patient. The pump supported the patient despite the hematoma for over 52 hours.